Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the airflow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A gas delivery system was return for analysis. An investigation was performed and the root cause: the reported issue was caused by an out of specification airflow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the air flow accuracy test failed. There was no patient involvement.